Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failure not listed on recover storage space screen to recover. A field service engineer manually released the tower doors, which successfully triggered the system to populate the previously unlisted failures. Once the failures appeared on the screen, the engineer proceeded with the recovery process. The failure was successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had storage failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.